Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm blank display and constant tone. Customer's blood glucose at time of incident was unknown. Customer was advised to insert battery and display did not return. Customer was instructed to remove battery for two hours and monitor blood glucose and/or resume injections during the pump rest.

Manufacturer narrative:
The insulin pump was received stuck and constant tone during test due to faulty connector on mother board. No blank display noted. No cosmetic damage noted.